Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is "sometime in january 2023" prior to the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received higher sensor scan result of 500 mg/dl and self-treated with an unspecified amount of insulin. As a result the customer experienced symptoms of dizziness and a blood glucose of 125 mg/dl was obtained on competitor meter. The customer was capable of self-treatment by taking glucose however still had symptoms of shivering and called emergency services. Upon arrival, an emergency services healthcare professional (hcp) provided the customer an emergency glucose injection and intravenous glucose (types/doses unspecified) for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.